Manufacturer narrative:
Exact date unknown, event occurred last year from date manufacturer was made aware. Explant date: last year.

Event description:
It was reported that patient underwent an explant procedure to an unknown reason. The explanted device was not returned. No further information has been obtained despite good faith efforts.